Event description:
Same case as MDR ID#2134265-2013-05189 and MDR ID #MDR 2134265-2013-05187. It was reported that during an unspecified procedure, motor drive unit failed to do automatic pullback. The 80% stenosed target lesion was located in the diagonal artery. The ilab motor drive unit was used in conjunction with the bsc coronary catheter intended to visualize the lesion. It was noted that during preparation the motor drive unit failed to performed automatic pullback with clutch engage error. Manual pullback was done once and it was successful. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).